Event description:
Customer reported that the dermatome is taking too thick of a graft. No pt injury was reported. No add'l info provided. This product was mfg on 10/3/06, and last serviced on 5/23/05.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.